Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was lack of insufflation due to the problem with the resuscitator. The pneumoperitoneum completely deflated during the procedure. Therefore, there was loss of insufflation.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at wom for repair. According to wom and the technical service report, the device has been inspected and the following was found : sinter filter in gas connector polluted. Front damaged. Display scratches. Tube connection polluted. Maintenance & recalibration necessary. The following measures will be done: repair reception and incoming inspection. Dismantling and re-assembly of the device. Exchange of all affected parts. Software upgrade. Calibration. Safety test. Functional test incl. Final test protocol. Probable root cause: 1. Pressure sensor malfunction / out of calibration. 2. Software malfunction. 3. Use error. 4. System design. 5. Unwanted movement of internal components / wiring. 6. Power button inadvertently turned off. 7. Tube set/gas supply inadvertently detached/loose. 8. Loss of power. 9. Pressure button does not disengage. 10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 11. Hpu or lpu assembly malfunction. 12. Leaks from internal connections or seals. 13. Ppv failure. Furthermore, reportability decision was checked for consistency.

Event description:
It was reported that there was lack of insufflation due to the problem with the resuscitator. The pneumoperitoneum completely deflated during the procedure. Therefore, there was loss of insufflation.